Event description:
A facility reported that the mayfield composite series skull clamp (a3059) had a patient slip. It is unknown if there was patient injury or delay in surgery. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage and showed it has not been serviced since purchased in 2019. The lock has a slight up and down movement; however, when the clamp was properly positioned and put under pressure, it did not move. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit had not been serviced since purchased and received preventive maintenance as a precaution. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.